Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/19/2024. Photographs were provided by the account. Signs of clinical use and evidence of blood are observed. The loading device is intact with no visual defects. Blood is observed inside the delivery tube and the white plunger is depressed, which indicate an attempt was made to deploy the seal in the aorta. The seal is observed to be fully deployed from the delivery tube, with the tension spring assembly remaining in the delivery tube. An investigation was conducted on 04/24/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The blue slide lock was off and the white plunger was depressed, indicating an attempt was made to deploy the seal. The seal was observed to be fully deployed from the delivery tube, with the tension spring assembly remaining in the delivery tube. The seal and tension spring assembly were removed from the delivery tube with no visual defects. There were no cracks or delamination observed on the seal. No measurements of the delivery tube were taken due to the presence of blood in the delivery tube. Based on the photographic evaluation and returned condition of the device, the reported failure "activation problem" was not confirmed. The lot # 3000363912 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
E1 event site name exceeded character limitations: bad bevensen heart and vascular center tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) did not trigger. The seal did not stay in the patient's aorta. The surgeon placed a finger of the aortotomy to prevent bleeding. During the procedure, there was a blood loss of 200ml which required no additional blood transfusions. There was a procedural delay. A new device was opened to complete the procedure. There was no patient harm. Photos provided by complainant show the seal extended outside the delivery tube, which is outside of the loading device, all with evidence of blood.